Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with her reservoir and experienced hyperglycemia. It was reported that the insulin pump was going in the rewind and the customer had to take her infusion set out to fill the tubing. The customer reported that she had high blood glucose levels of 29 mmol/l. The customer reported that she inserted a new infusion set and treated her blood glucose reading. It was reported that the customer's current blood glucose level was 5.4 mmol/l. Troubleshooting was performed. There were several error alarms were noted in the pump history. The customer was advised to replace out the insulin pump if the errors are not resolved. Additional device related incidents: infusion set (308433554); insulin pump (308372182).